Event description:
A baxter service technician reported that the pump powered on with a failure code 812:02 during service. The facility's biomedical engineer returned the pump for service with the report "will not turn on". An attempt has been made to obtain additional info from the facility regarding whether not there was any pt involvement with this pump.